Event description:
Consumer did not state any complaint, but did confirm that there were no injuries or property damages related to this product.

Manufacturer narrative:
Bunching/crushing of the pad is abuse of the product and violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.